Event description:
It was reported that an intravascular ultrasound (ivus) catheter was used post stent placement to confirm the placement of the stent in the 1st diagonal branch artery and to ensure a dissection of the artery had not occurred. A dissection of the artery was noted at the proximal end of the stent. At the end of the run with the ivus catheter, the vessel spasmed and closed. The ivus catheter was removed and a 2.0 mm angioplasty balloon catheter was used successfully to dilate the artery and reopen the vessel in order to place another stent to repair the dissection. The patient was reported to be doing "fine".

Manufacturer narrative:
The product in question was disposed at the account; therefore, it will not be returned to bsc for further investigation.